Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components.¿ the instructions for use that accompany the device also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿a review of the manufacturing records showed no anomalies. All ports and catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be leaking intraoperatively. According to the report, the doctor replaced a new one to complete the surgery. Reportedly, there was no impact to the patient and the patient is doing well.

Manufacturer narrative:
The returned port did not meet the requirements for leak testing due to a tear in the top of the reservoir. It is unknown how or when the damage occurred. The returned catheter was patent and met the requirements for leak testing. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All ports and catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.